Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: email verbatim: ¿during harsh infusion test, two samples were identified leaking on july 9. And these two samples were re-test late on july 23, only one found leak. The failed sample will be used for root cause analysis. The leak locates on upper seal of the septum.

Manufacturer narrative:
The customer is internal bd and a sample was sent to tj site as well as photos provided to dchu. The photos were examined, and the sample tested, but the issue could not be replicated. The component of the nac-t did not replicate the failure.

Event description:
Material #mzxt9001 - batch #20x227 during design verification of product maxzero extension set design defects was found. Email verbatim: ¿during harsh infusion test, two samples were identified leaking on july 9. And these two samples were re-test late on july 23, only one found leak. The failed sample will be used for root cause analysis. The leak locates on upper seal of the septum¿.